Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. This follow-up report is being submitted to relay additional information. The complaint is unrefuted for one mobi-c implant for the failure of device malfunction and loosening. Medical records were not provided for review. Device evaluation: product was not returned and no photos were provided. Device evaluation could not be performed. Potential cause root cause was unable to be determined as not enough information was provided and the product was not returned. DHR review DHR review was not performed since the lot number was not provided. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a patient experienced increased pain associated with a mobi-c implant that loosened and was unstable post-operatively. No treatment is currently planned.

Manufacturer narrative:
Date of event: between (B)(6) 2020. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient experienced increased pain associated with a mobi-c implant that loosened and was unstable post-operatively. No treatment is currently planned.